Event description:
A staff member was opening the chair, and the tip of her finger was caught. It required surgical intervention to repair.

Manufacturer narrative:
The incident involved a staff member who went to open the chair and when she did, she placed her fingers around the seat tubes to push down the seat. When it snapped open, it caught one of her fingers. It required surgical intervention to repair it. The account confirmed that warning stickers were in place indicating that the end user should avoid placing fingers and hands around the set tubes. The upholstery on the chair had not been upgraded which was part of the field corrective action. The upgrade has since been addressed. The corrective action reporting number is 1417592-3/19/2008-0001-c. No further corrective action is indicated.